Event description:
According to the reporter, during a laparoscopic lobectomy, when transecting the lung tissue, all three pairs of device had trouble firing over thick tissue. There was no patient injury. Medtronic's initial evaluation of the incident device found internal components revealed sheared teeth on the firing rack due to thick tissue.

Manufacturer narrative:
Correction: h6 (rfr, fdd). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot#:p3k1332), egia60axt, egia60axt egia60 artic extra thicksulu (lot#:unknown), egia60axt, egia60axt egia60 artic extra thicksulu (lot#:unknown), egia60axt, egia60axt egia60 artic extra thicksulu (lot#:unknown), egiauxl, egiauxl endogia ultra univ xl stapler (lot:p3j0810). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic lobectomy, when transecting the lung tissue. All 3 pairs of device was not able to fire. There was no patient injury.